Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. The customer was able to clear the alarm and resume insulin delivery. As the customer was at school when the contact called tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.